Manufacturer narrative:
Device not returned.

Event description:
It was reported that the wake button was delayed in responding to touch. There was no reported impact to the customer's blood glucose (bg) level. Customer continued to use the pump for insulin therapy.